Manufacturer narrative:
One photo was returned by the customer. Evaluation of the photo provided indicates that the tubing above the drip chamber, with spike connected to it, separated from the full assembly. The customer complaint of connection issues could not be verified, however, separation of the upper spike and tubing was determined. Investigation was forwarded to manufacturing to determine if root cause analysis is possible. After the investigation, the failure mode was confirmed but the exact root cause could not be determined. The potential cause of separation between tubing and spike could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. No corrective actions were taken at the manufacturing location of this production batch because that manufacturing location has been deactivated. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary for the next scheduled production at the new manufacturing location. A device history record review for model 82113e lot number 25019315 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.'

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite add-on burette set had a loose connection. The following information was provided by the initial reporter: the needle-free valve (burette) defected in outpatient dialysis par cart. The spike connector was not secured properly. Not safe for patient treatment. Removed and replaced with new sets.